Event description:
Date of event is estimated. A patient underwent a contour thread lift procedure back in 2007. The procedure was performed by dr (B)(6) at (B)(6). The patient states that (B)(6) weeks post procedure, she experienced breakage of the product. Secondary procedure to insert additional threads was required. The patient also received botox to fill in facial dimpling that resulted post procedure.

Manufacturer narrative:
The manufacture date and the expiration date of this product is unknown. No item or lot information was available; 510(k) #'s for contour threads: k041593 - midface lift, k042856 - brow lift, k050247 - neck lift, k050548 - bi-directional midface contour thread. Method: the device was not returned for evaluation. Furthermore, the product lot number is unknown. Results/conclusions: the device was not returned for evaluation. Therefore, no product evaluation can be performed. All contour thread product was discontinued in (B)(4) 2007. Angiotech references: (B)(4), unknown item #, unknown lot #, contour threads.